Manufacturer narrative:
Device evaluated by MFR. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink near the distal tip of the shaft. As the initial event did not mention this damage on the shaft, it is possible this damage occurred during transportation or storage of the device. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that air ingress occurred. During a de novo pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. The sheath was inserted into the patient and aspirated. Upon insertion of a farawave nav catheter into the faradrive sheath, air pulled into the sheath during aspiration. The sheath was then replaced, and the procedure was completed successfully without patient complications. The sheath was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a de novo pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. The sheath was inserted into the patient and aspirated. Upon insertion of a farawave nav catheter into the faradrive sheath, air pulled into the sheath during aspiration. The sheath was then replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.